Event description:
Memory hard wire basket - 4 wire - by wilson cook medical, inc. - was being used to extract stone from pt's common bile duct. Wire broke, leaving basket and approx 1 inch in pt. Wire basket contained in common bile duct and end of wire visible hanging out of duct. Diameter = 5 french length: 200 cm basket size. 4 wire, 1.5 cm x 3.5 cm. Sterilization date- 1/26/1996. Expiration date 1/2001.